Manufacturer narrative:
H3: product analysis confirmed that visually, the red with white stripe electrode was not fully inserted into the clamp shell. The clamp shell also had insufficient adhesive. The product instructions require manufacturing to verify the wire harness crimps are fully inserted and to apply loctite 3972 uv adhesive on top of the clamp shell. Functionally, a continuity check was performed to measure that the electrodes met the requirement of being under 200 ohms. The red and blue electrodes were consistently over the specification, the red with white stripe electrode had no reading, and the blue with white stripe was at 120 ohms, which was the only electrode within specification. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A healthcare provider (hcp) reported that the tube was defective. There was no known patient impact. The tube wouldn¿t get past registration using 2 different machines. The machine alerted the error. The tube was inserted to do the check and didn¿t pass for use. There was no patient impact.